Event description:
Iridex became aware of a complaint reporting a patient experiencing conjunctival burn during treatment with the micropulse p3 probe. The treatment was performed within specifications. The incident occurred at the beginning of the treatment. A specific root cause could not be determined. Based on similar reported events, the most likely cause of the issue is suspected to be contamination (e.g. Blood, tissue or betadine) on the probe tip when the laser was activated or laser activation when the probe is over pigmented conjunctival tissue. The doctor could not confirm if the conjunctiva was pigmented prior to treatment. Engineering failure analysis was not performed because the device was not returned for evaluation. The micropulse p3 IFU has clear instructions to examine the probe tip before treatment and to avoid areas of perilimbal pigmentation. Per the IFU 'excessive treatment power may result in ocular surface burns or ciliary body hemorrhage. Contamination of the fiber optic tip by blood or tissue char may result in ocular surface burns. Excessive energy may cause equatorial burns. Heavy perilimbal conjunctival pigmentation may result in local absorption and burns; therefore, avoid areas of heavy perilimbal pigmentation.' Iridex has requested the clinic to return the laser system and the micropulse p3 probe for additional investigation but the devices have not been returned to date. If the devices are returned and the results of failure analysis indicate new information, the adverse event report will be amended. The results of post market data review indicate that this failure mode is not occurring with greater severity or frequency based on the number of events reported evaluated against the number of cases performed.

Manufacturer narrative:
This follow-up report is provided to update the following: 1)part b: b5 -product problem section was updated. 2) report c: is this a combination product - no. 3) report d: updates to section d8, d9, d4. 4) part h: update to include that this a correction and additional information report. 5) part d: updated this section with the UDI number. 6) part e: updates to the initial reporter section with information regarding the complainant . Note: patient information was not provided, therefore part a is not filled out.

Event description:
Iridex became aware of a complaint reporting a patient experiencing conjunctival burn during treatment with the micropulse p3 probe. The treatment was performed within specifications. The incident occurred at the beginning of the treatment. A specific root cause could not be determined. Based on similar reported events, the most likely cause of the issue is suspected to be contamination (e.g. Blood, tissue or betadine) on the probe tip when the laser was activated or laser activation when the probe is over pigmented conjunctival tissue. The micropulse p3 IFU contains instructions for inspecting and cleaning the device tip during use, and the IFU contains the warning that "contamination of the device tip with blood or tissue of the fiber optic by blood or tissue char can result in surface burns in the eye."